Event description:
It was reported that water leaked from the catheter balloon after one day of use.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one temperature sensing catheter was received without the original packaging. No obvious defects were noted with further testing required. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The drainage lumen was flushed and no leaks were noted. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "(5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the catheter balloon after one day of use.